Event description:
Adverse event(s): "patient impact is unknown" (no known impact or consequence to patient). Product problem(s): "cpc connectors are broken" (break). A customer reported the cpc connectors were broken. The customer is connecting the vitrectomy probes to the connectors with tape to complete the surgeries. No additional information was given. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable information becomes available. (B)(4).